Event description:
Pt was revised to address loosening of the femur and patella. Poly wear of the tibial insert was noted intraoperatively.

Manufacturer narrative:
Eval was not possible, as the prod(s) were not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the mfg lots. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening or polyethylene wear. No evidence was found suggesting prod error was a contributing factor, and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod(s) and/or add'l info be received, the investigation will be re-opened.